Event description:
Related manufacturer reference number: 2938836-2019-17105. New information states that the patient presented in the hospital with chest distress and shortness of breath. The right atrial (ra) and right ventricular (rv) leads were not capturing. On (B)(6) 2019, the patient was hospitalized, and the x-ray confirmed dislodgement of rv lead and ra lead. On (B)(6) 2019, the physician repositioned the ra lead was successfully. The rv lead was explanted and replaced because the helix did not extend or retract. The procedure was completed successfully, and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead dislodged. During the repositioning procedure, the helix did not extend or retract. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of helix could not be extended normally was confirmed. As received, a complete lead was returned in one piece with the helix found to be retracted and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted normally. The helix extension length measured within the product specification. The cause of the reported event of helix could not be extended or retracted was isolated to the helix being clogged with blood/tissue and over torqued of the inner coil. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray analysis did not find any other anomalies.